Event description:
It was additionally reported that an xray of the driveline was performed on (B)(6) 2024, and images were submitted for review. It was noted that the patient had a previous driveline repair ((B)(4)). Some shield thinning was noticed near the bend relief area. It was recommended that the patient be monitored for further driveline fault alarms. The clinic may transfer the patient to an ungrounded cable. Additional log files were submitted for review and captured only routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1 and d4: product information corrected. H6: codes corrected. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm on the system controller (serial number: (B)(6)) was confirmed via log file analysis. Data from the reported event date of 01sep2024 was reviewed. A driveline fault alarm activated at 18:53 due to phase 3 measuring lower than phase 1 and 2, but this condition had resolved by the data captured at 19:30 and did not reoccur. The alarm did not prevent the controller from supporting the system as intended. There were no other notable alarms active in the log file. Provided information indicated that the issue has not reoccurred, and that no equipment was exchanged. Root cause for the reported event was not able to be determined via this investigation. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault alarm on the evening on (B)(6) 2024. Log files were submitted for review and captured constant driveline fault alarms beginning at 6:53 pm on (B)(6) 2024. A system controller exchange was recommended. It was additionally reported that alarm was able to be cleared. The patient did some position changes, and the alarm did not return. The patient's physician noted that the patient would be able to tolerate a system controller exchange if it was absolutely necessary. The current plan of care was to have the patient go home and if the alarm reoccurred the patient was instructed to call emergency medical services who would bring the patient straight to the emergency room. The alarm would be troubleshooted there and a system controller exchange would be performed at that time if necessary. An xray of the driveline would be performed in the coming week.